Event description:
It was reported that a home patient experienced a disconnection between the heater line tubing and the cassette. This occurred during day fill one of peritoneal dialysis therapy. During troubleshooting, it was noted that the patient had tugged on the heater line and the line came off. The technical service representative assisted the patient to end therapy and remove the cassette. The patient would start therapy over with a new setup. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.